Event description:
It was reported that a cardiac tamponade occurred post procedure. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive and farawave catheter were selected for use. About three to four hours after the procedure, a cardiac tamponade occurred. A pericardial drainage was placed and a 409cc of fluid was drained. The patient was then transferred to another hospital. A total of 48 farawave applications were reported. A location of a perforation was not confirmed. No issues during the procedure were reported. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated the device was disposed of and it was unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of lot numbers associated with the rf wire for the upn provided were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect for faradrive risk documentation was completed and confirmed that the event of cardiac tamponade and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade is a known inherent risk of the versacross connect for faradrive device. Cardiac tamponade is an expected procedural complication addressed within the IFU for the versacross connect for faradrive. There were no manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a cardiac tamponade occurred post procedure. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive and farawave catheter were selected for use. About three to four hours after the procedure, a cardiac tamponade occurred. A pericardial drainage was placed and a 409cc of fluid was drained. The patient was then transferred to another hospital. A total of 48 farawave applications were reported. A location of a perforation was not confirmed. No issues during the procedure were reported. The device is not expected to be returned for analysis (disposed).